Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.